Event description:
It was reported to boston scientific corporation that a jag precurser guidewire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure in the choledochus on (B)(6), 2010. According to the complaint, during the procedure when the guidewire was introduced to the stenosis, it was unable to pass through and began to curl up. The cover of the guidewire also reportedly peeled. The procedure was completed with a competitor's product. There were no patient complications and the patient's condition post-procedure was stable. This event has been deemed reportable based on investigation results of "distal tip detached".

Manufacturer narrative:
It was initially reported to boston scientific that this complaint involved a dreamwire ((B)(4)/lot # 13222814). However, the account returned a jag precursor ((B)(4)). The condition of the returned device is consistent with the reported event of "peeling". The examination also revealed that the pebax tip was skived and 4 cm had detached. The most probable root cause of this event has been determined to be "caused by other device" as the skived pebax suggests that the wire contacted a sharp edge during insertion and this condition may have interfered with the device function during crossing the stenosis. The dfu cautions: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire".

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure in the choledochus on (B)(6) 2010. According to the complaint, during the procedure when the guidewire was introduced to the stenosis, it was unable to pass through and began to curl up. The cover of the guidewire also reportedly peeled. The procedure was completed with a competitor's product. There were no patient complications and the patient's condition post-procedure was stable. This event has been deemed reportable based on investigation results of "distal tip detached." ***additional information received (B)(4) 2011: the patient was (B)(6) as previously reported. The patient (B)(6) as previously reported. No damage was noted during unpacking or prior to use. The tip of the wire separated in the stenosis. The physician does not have any concerns regarding the detached tip. The physician did not use a method or sharp device that could explain the tip separation.

Manufacturer narrative:
Updated investigation results: it was initially reported to boston scientific that this complaint involved a dreamwire (m00556141/lot # 13222814). However, the account returned a jag precursor (m0055656011). The condition of the returned device is consistent with the reported event of "peeling." The examination also revealed that the pebax tip was skived and 4 cm had detached. The most probable root cause of this event has been determined to be "operational context.'' Based on the pebax condition and in conjunction with the event description, the tip of the device may have come in contact with the anatomy of the patient (event description excerpt: ''wire curled up before stenosis'') which caused partial detachment of the pebax probable while attempting to advance/retrieve through the stenotic lesion. Therefore, anatomical/procedural factors encountered during the procedure limited the performance of this device.